Event description:
It was reported that the pt developed a suture related infection.

Manufacturer narrative:
The subject product has been returned and examined. All components were found to be intact. There was nothing observed to suggest that the mesh may have caused or contributed to the patient developing an infection.